Manufacturer narrative:
The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing the device lithium battery voltage was found to be less than 2 volts.